Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Boston scientific crm received information that this pacemaker did not pass final pack testing, suggesting a possible performance issue.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 342 mg/dl and 74 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar readings to those the customer reported were found in meter memory however, they were located outside the ten-minute timeframe. This is a final report.